Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov3030009. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3030009 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
False-negative results. The customer tested with 4 flowflex kits and got negative results over a period of roughly 4-5 days. At least one kit was lot cov3030009 exp 3/27/2025. Then they tested with an ihealth kit the day after their last flowflex test was taken and the result was positive. The customer performed theses tests throughout the week of 8/28/2023.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). False-negative results. The customer tested with 4 flowflex kits and got negative results over a period of roughly 4-5 days. At least one kit was lot cov3030009 exp 3/27/25. Then they tested with an ihealth kit the day after their last flowflex test was taken and the result was positive. The customer performed theses tests throughout the week of (B)(6) 2023.